Event description:
It was reported that a novum iq large volume pump was infusing too quickly. This occurred in the unit 23 department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ the initial aware date is 02/25/2025 (previously reported as 02/28/2025). Additional information: h6, h11. H11: a review of the event history log identified several infusions; however, the infusion parameters were not provided to determine if any misprogramming or a device issue had occurred. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.